Event description:
The customer reported a cmos checksum error message and as a result, the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sram card was reformatted and generator calibration files were loaded onto the sys. The sys was then found to be operating as intended.